Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 24 x 4.00 promus premier¿ drug-eluting stent was selected to treat the lesion. However, during preparation, it was noted that the stent came off the balloon upon removal from the plastic casing. The device was not used and the procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient status was stable and well.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous, mr, 4.0x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent detached and separated from the sds (stent delivery system). The stent struts were damaged; pulled and stretched. A visual examination of the balloon cones was complete and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The product stent protector was returned for analysis with the device and the inside diameter of the stent protector measured and is within specification. A visual and tactile examination found no issue with the shaft polymer extrusion and the hypotube. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the patient status was stable and well.